Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. On october 31, 2024, the safety review team established that flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed due to deviation was too high. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/26/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. Flow rate test-flow rate deviation was too high and the 30psi test failed. No patient was involved.